Event description:
It was reported that there was a faulty one-way valve that allowed blood to return. No patient complications were reported.

Manufacturer narrative:
Device has not yet been evaluated. Replacement was sent to customer.